Manufacturer narrative:
An event of paravalvular leak (pvl), device malposition, and heart block (atrioventricular (av) block) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of this type of heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 7.5mm from the non-coronary cusp (deeper than the recommended 3mm depth), there was calcium on the leaflets, and there were no difficulties implanting the valve. No information was received regarding valve sizing. It was noted that the implanting physician believes the heart block is not related to the device as the heart block occurred after the valvuloplasty, and the physician believes leaflet calcium caused the moderate pvl. Based on available information, the pvl appears to be related to patient condition (leaflet calcium). The reported heart block appears to be related to procedural conditions (heart block appeared after valvuloplasty). A cause for the reported device malposition could not be conclusively determined. It is possible that the valve had to be implanted deeper due to patient condition. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. The patient was consciously sedated for procedure. A pre-implant dilatation was performed using a 23mm non-abbott device. The 27mm navitor valve was not re-sheathed at all during procedure. Post-implant it was noted via angiogram, that there was moderate perivalvular leakage. The decision was made to perform a post-implant dilatation using two different 23mm and 25mm non-abbott devices. It was also noted in a post-implant electrophysiology study, that the patient had a first degree heart block with prolonged pr interval. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 7.5mm and the final left coronary cusp implant depth was 6.6mm. There was no difficulty experienced implanting the 27mm navitor valve. Post-intervention the patient had a grade 2 perivalvular leak. There was no noted anatomical or tissue/calcium interference affecting expansion of the 27mm navitor valve. There was no allegation of malfunction against the abbott device or procedure. The patient's first degree is attributed to the post-implant valvuloplasty. The moderate perivalvular leak is attributed to native aortic valve leaflet calcification. The patient was discharged at the time of report.